Event description:
It was reported that: "catheter broke in a patient during removal. The remaining catheter was removed by a neurosurgeon through a small cut down incision. The catheter as well as the wire coil that runs the length of the catheter was retrieved. The patient did not experience any symptoms as a result of the catheter."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "catheter broke in a patient during removal. The remaining catheter was removed by a neurosurgeon through a small cut down incision. The catheter as well as the wire coil that runs the length of the catheter was retrieved. The patient did not experience any symptoms as a result of the catheter."

Manufacturer narrative:
Qn(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.